Event description:
The customer reported that the ortho provue analyzer probe dripped fluid.

Manufacturer narrative:
The customer reported that the ortho provue analyzer probe dripped fluid. Info regarding testing prior to an after the probe drip incident were not provided. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over, cross contamination, or erroneous results were not reported as a result of this incident. If the alleged malfunction were to recur undetected, erroneous results could be reported.